Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: issue: the head came loose from the shaft during surgery (potential for the calcar reamer to have been on reverse) and surgeon noted that it looked like something dark (potentially metal or something not normal) was on the shaft of the corail broach. Surgeon noted that they didn't feel like it was doing anything when on there. Removed the items and used the mill to complete instead in the set. The two pieces were tagged, placed to side in bag. Discussed having the components not replaced in the tray - will collect when decontaminated for inspection. Discussed with ot about talking to the cssd team about cleaning practices and inspection of the gear. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. Additionally, signs of worn can be found according to the time of service of the modular calcar planer sml. A functional test was performed with the alleged reamer shaft and the modular calcar didn't show difficulties for assembling and staying well fitted. The reported unable to assembled condition was not able to be replicated. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the modular calcar planer sml would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: d4 lot, d9. Corrected: d4 primary UDI number. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : issue: the head came loose from the shaft during surgery (potential for the calcar reamer to have been on reverse) and surgeon noted that it looked like something dark (potentially metal or something not normal) was on the shaft of the corail broach. Surgeon noted that they didn't feel like it was doing anything when on there. Removed the items and used the mill to complete instead in the set. The two pieces were tagged, placed to side in bag. Discussed having the components not replaced in the tray - will collect when decontaminated for inspection. Discussed with ot about talking to the cssd team about cleaning practices and inspection of the gear. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed found normal signs of usage on the device after a surgery procedure. However with the photos provided is not possible to draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the modular calcar planer sml would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
It was reported that the head came loose from the shaft during surgery (potential for the calcar reamer to have been on reverse) and surgeon noted that it looked like something dark (potentially metal or something not normal) was on the shaft of the corail broach. Removed the items and used the mill to complete instead in the set.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.